Event description:
A medtronic representative reported an inaccuracy during a cranial resection case. The site was doing a case with the intraoperative magnetic resonance imaging (imri), and stated that they noticed an inaccuracy after doing the imr scan. Surgeon stated the inaccuracy was ~1cm superior. When they noticed the inaccuracy, they discontinued use of navigation. The case proceeded with no impact to patient.

Manufacturer narrative:
The site was instructed about the proper use of the stealthair arm by the rep since it was not being used a designed. Software is functioning as designed.

Manufacturer narrative:
The rep went to the site and found that they were attaching the repeatable mount from the old style ioi arm to the top of the new stealthair arm. The rep explained to the site about the proper usage of the stealthair arm and that it is not compatible to be used with the ioi repeatable mount. Rep performed training lesson with the surgeon, as well as the resident, fellow, and patient care coordinator on proper set-up and use. The rep believes that because they were forcing the repeatable ioi arm mounts to work with the stealthair arm they reapplied the mount after the imri in a slightly offset position from where they had it previously. This application of the pieces leaves enough room for a couple millimeters of toggle even if it appears to be aligned.